Event description:
It was reported to resmed (B)(4) that a system fault 75 message was displayed on an astral device indicating the pneumatic block software is not calibrating. There was no patient injury reports as a result of this incident. MFR ref#: 3004604967-2015-00153.